Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to internal circuit failure of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the therapeutic laparoscopy using the subject device in combination with the video processor otv-s190 (patient was not under anesthesia), it was found that an alarm sounded from the subject device. The user replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.